Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. A single use filter is used for tap water and the hospital does not use re-usable blankets. In addition, it was learned that the device is stored full of water and that hydrogen peroxide (h2o2) level is checked during the week and not during week ends. This is not in accordance with device instruction for which prescribes daily monitoring of h2o2 level. The mentioned deviation may have led/contributed to the reported event.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. Customer requested deep disinfection to solve the reported contamination. There was no report of patient injury.